Event description:
A malfunction alarm was reported with the code malf 9, and the fault ID was available. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.